Manufacturer narrative:
(B)(4).

Event description:
It was reported that the side-firing fiber was noticed to have commenced firing at 116,923 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported "no harm to patient."